Event description:
Related manufacturer reference number: 2017865-2022-12497. During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead and episodes of noise were observed on the right atrial (ra) lead. Technical support was contacted and provocative testing was performed, but the noise was unable to be reproduced on the rv or ra leads. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.